Event description:
Customer reported that when saved image data on disk is displayed other pt image is displayed. No pt injury was reported.

Manufacturer narrative:
A ge rep has not yet reported on eval and repair of the system.